Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On an unknown date a patient was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left lower extremity from the common femoral artery to the sapheno-femoral junction vein. It was reported to gore that 14 days post implant date the patient presented with thrombosis.